Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). A day prior to the event, a siemens customer engineer (cse) was at the customer site for the water purification module (wpm) maintenance. While evaluating the instrument, the cse replaced the reverse osmosis membrane after which, quality control (qc) resulted high. The customer recalibrated the triglycerides method and qc resulted within range, however, it dropped low out of range a few hours later. The tsc explained to the customer this was likely due to glycerol contamination and instructed the customer to flush the water purification module (wpm) tank twice, rerun all qc and recalibrate the triglycerides method, after which both resulted within range. Then the tsc instructed the customer to run the patients' samples, which resulted as expected. The cause of the discordant, falsely high trig results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated triglycerides (trig) results were obtained on three (3) patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after troubleshooting, resulting lower and matching the patient's clinical picture. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated trig results.